Event description:
It was reported that a patient experienced double testicular hernias coincident with automated peritoneal dialysis (apd) therapy. The patient was hospitalized for an unrelated event. It was reported that the patient was scheduled for surgery to repair the hernia. Patient outcome was not reported. It was unknown if apd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Device manufacture date was an unknown date and month in 1996. The device was returned for evaluation. A review of the device history revealed no nonconformities, failures, rework, or deviations that would cause or contribute to the patient¿s passing. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the patient¿s condition. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. During visual inspection, damaged door bezel was observed and it was replaced. The power on self-test was successfully performed. Additionally, full functional testing was performed and passed all checks and calibration tests successfully during service. A short simulated therapy was successfully performed. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Device was sent to servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.